Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on there findings, the residual risk remains unchanged and at an acceptable level. Additional information was requested on 07/29/2011 and 08/05/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A optometrist reported that following intraocular lens (iol) implant surgery, flipped axis was noted in four pts (hospital chart number was provided for one pt, no identifiers provided for the other three pts). Additional information has been requested. There are two medical device reports associated with this event. This report is for the first pt (with identifier provided).